Manufacturer narrative:
Concomitant products: product ID 97714, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A manufacturing representative (rep) reported that there was high impedance on contact 9. During an impedance check at the end of the procedure, contact 9 was >10000. They wiped, removed, and tried again with the same results. The doctor was ok to leave as it was since coverage was good. The issue was not resolved at the time of the report. There was no further course of action as the patient was receiving good coverage postop. No surgical intervention occurred and none were planned.